Event description:
Case booked for a revision. Rtp baseplate put in, in (B)(6) 2019 needs to be revised, probably using a perform reverse, another rtp or convert to a hemi. Booking from surgeons rooms, after implant to patient (2019) update (B)(6) 2021 : revision due to screw snapping and baseplate loosening.

Manufacturer narrative:
Correction: investigation summary was updated to reflect that the DHR review could not be performed. The reported event could be confirmed since evidences were provided. A device inspection was not necessary in this case. The x-rays show a loosened glenoid component of a reversed tsa with marked osteolysis of the glenoid bone. A broken screw is also observed on one of the two x-rays. On the other x-ray, we can note that the heads of the peripheral screws come out of the baseplate, as not well fixed to it. The products detail reveals that, the peripheral screws that were used to fix a glenoid threaded post baseplate to the glenoid bone, were not multidirectional locking screws but compression screws, whereas in the current aequalis reversed ii surgical techniques 4 multidirectional locking screws should be used ("all 4 holes of the threaded post baseplate are multidirectional locking screws"). In this case, the use of compression screws (not intended for this type of baseplate) led in part to the glenoid components loosening with screw breakage. Furthermore, it cannot be excluded that there are some uncertainties about other causes such as, but not limited to, low grade infection, inappropriate soft tissue balancing creating high joint reaction forces, and or instability, which could have caused the loosening. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an inadequate peripheral screws choice. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. The reported event ("revision due to screw snapping and baseplate loosening") could be confirmed since evidences were provided. A device inspection was not necessary in this case. The x-rays show a loosened glenoid component of a reversed tsa with marked osteolysis of the glenoid bone. A broken screw is also observed on one of the two x-rays. On the other x-ray, we can note that the heads of the peripheral screws come out of the baseplate, as not well fixed to it. The products detail reveals that, the peripheral screws that were used to fix a glenoid threaded post baseplate to the glenoid bone, were not multidirectional locking screws but compression screws, whereas in the current aequalis reversed ii surgical techniques 4 multidirectional locking screws should be used ("all 4 holes of the threaded post baseplate are multidirectional locking screws"). In this case, the use of compression screws (not intended for this type of baseplate) led in part to the glenoid components loosening with screw breakage. Furthermore, it cannot be excluded that there are some uncertainties about other causes such as, but not limited to, low grade infection, inappropriate soft tissue balancing creating high joint reaction forces, and or instability, which could have caused the loosening. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an inadequate peripheral screws choice. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Case booked for a revision. Rtp baseplate put in, in (B)(6) 2019 needs to be revised, probably using a perform reverse, another rtp or convert to a hemi. Booking from surgeons rooms, after implant to patient (2019) update (B)(6) 2021: revision due to screw snapping and baseplate loosening.